Event description:
It was reported that during an infusion set change the user observed the cannula positioned above the introducer needle and could not reseat it, consistent with an incorrectly deployed infusion set and improper attachment during site preparation; the user then inserted a new infusion site with guidance and resumed insulin delivery. Symptoms included none reported. Outcomes included restoration of insulin delivery without alarms. Investigation included remote troubleshooting and user education on correct infusion set preparation and insertion technique. Investigation of this case revealed user handling and technique as the most probable cause of the misdeployment of the infusion set cannula, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and site preparation.